Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 7/6/2023, it was reported by an arthrex employee via email that an ar-3638 knotless fibertak would not go through the guide. A new product was used to complete the case. This was discovered during a procedure on (B)(6) 2023. Additional information received on 7/7/2023: this was discovered during a centralization procedure . The case was completed using another ar-3638 knotless fibertak. Nothing broke inside the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is not confirmed. Functional testing with the matting driver ar-3610f found no issues with the returned device. Visual evaluation no problem found with the device. No problems were found.